Event description:
The customer states that a patient sample processed using the architect ca-125 assay generated a result of 19.9 u/ml with reagent lot # 68652m100. The specimen was retested using reagent lot # 69459m100 yielding a result of 110.0 u/ml. The previous test value for this specimen was 18.6 u/ml in 2008. Other markers (no specific information provided) were high also this time, so it was presumed that the value of 110 u/ml was the true value. No adverse impact to patient management was reported for this issue.

Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through complaint investigations involving the causative agents was performed. The data provided evidence that the product was performing as intended. A review of the final release testing data for the identified causative agents was performed; the lots were deemed acceptable for release for product for sale. The investigation included record review, labeling review including complaint tracking and trending review, review of historical testing data for reagent lot 68652m100 and final release testing data review. Using a kit of the same reagent lot, 68652m100 the following testing was performed during the investigation. Abbott controls and three levels of architect ca 125 panels were tested. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, we reviewed customer complaints received to-date to determine if others have experienced the issue encountered in this complaint. The review of this data did not identify a trend that would suggest a problem with reagent lot 68652m100. Other records we reviewed are the final release testing data for this reagent lot. The abbott controls and internal panels representative of patient specimens were within our internal specifications. This demonstrates that the lot was deemed acceptable for release for product for sale. A specific reason for the result obtained in this complaint could not be identified. However, the issue is addressed in the product labeling. This information provides guidelines on how to utilize this assay when monitoring patients with ovarian cancer and the assays intended use. A product deficiency was not identified related to the issue of this complaint. The investigation has determined that this assay is performing acceptably. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.